Manufacturer narrative:
On (B)(6) 2017 11:17 am (gmt-5:00) added by (B)(6)): (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 jaws of the device came apart , wire was protruding between the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Small specs of blood were observed on the harvesting tool handle. Tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was detached at the center and tip of the hot jaw. The wire remained attached at the base of the hot jaw. No other visual defects were observed. Based on the returned condition of the device the reported failure mode was confirmed for ¿bent wire detached¿. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 jaws of the device came apart , wire was protruding between the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.